Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right-angle connectors of the cuff. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device was leaking air from the connection of the tube and cuff. There was a 0-15 minute delay. It was noted there was no adverse event and the device was used to complete the procedure. Due diligence is in progress for this complaint; to date no additional information or product has been received.